Manufacturer narrative:
Updated fields: b4, e2, e3, g2, g3, g6, g7, h4, h6(investigation type, investigation findings & investigation conclusions), h11. Corrected fields: d1, d4(model#, catalog# & UDI#(there is no applicable UDI#), g1(contact person), h3, h10. A getinge field service engineer evaluated the unit and was unable to reproduce the reported event. There was no abnormality in the operation of the valves for the compressor and automatic filling. The fse completed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was unable to reproduce the reported event. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had an arterial pressure waveform that was not displayed while in use with the first balloon and an automatic filling error occurred while in use with the second balloon. There was no harm or injury to the patient and no adverse event was reported. This report is for the cardiosave with the reported arterial pressure waveform issue. The iab catheters and autofill error are being submitted on separate reports.